Event description:
The hospital cath lab staff used the device for ECG monitoring of a patient being transported from another department into the cath lab. At some point after arrival at the cath lab, the patient went into cardiac arrest. The defibrillator allegedly took longer than 1 1/2 to 2 minutes to charge and use of the device was abandoned. A backup defibrillator of the same model was immediately available and used to administer therapy to the patient. There were no adverse affects to the patient reported as a result of device performance.